Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the keypad of the insulin pump was unresponsive. Blood glucose value was 98 mg/dl at the time of call. Customer stated the insulin pump has been dropped. Customer was not able to complete self-test due to unresponsive buttons. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.